Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed. No programming changes will be made at this time. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.